Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported to philips the customer called stating device was beeping previously but she did not hit the I-button to get the error msg. Had cust run bit and got device not ready for use, remove and reinsert battery error msg. Had customer remove battery and pads and to remove device from service.